Event description:
User reported pump stop when interacting with pop-up messages. There was no patient harm; however, spectrum medical considers a pump stop to be a reportable event.

Manufacturer narrative:
Investigation revealed malfucntion was caused by corrupt data received from ICU smartcare used by hospital. Spectrum medical has considered this potential error to improve the software in subsequent software updates.